Event description:
A reported by the user facility ((B)(6)): over infusion. A nurse went to lunch and informed another colleague what to do. She showed the colleague the ordination in the journal. She asked her to connect a drip to the pt. The infusion was to be infused during 4 hours, and told the colleague to use the drip counter that already is at the pt. When the nurse comes back after lunch she discovered that the infusion was infused in 15 minutes instead of 4 hours exactly as the previous infusion. Reference MFR: 9610825-2013-00159.